Event description:
A pharmacist reported to baxter an issue of missing cap on the empty bag found before use. It was reported that the cap of the air trap was missing. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was not available for evaluation; therefore the reported condition could not be confirmed. However, based on the information obtained during baxter's investigation, the root cause was determined to be related to a manufacturing issue during assembly. No similar non-conformances have been confirmed; this defect should be considered a single occurrence event. A batch review was performed and no issues were found related to the reported condition during the manufacture of the lot. No further action will be taken at this time. Baxter will continue to monitor similar reports to determine if further actions are required.